Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -7.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The lens was removed and replaced within the same surgery due to lens tear/break during injection/delivery into the eye. There was no patient injury and the problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).